Event description:
Discordant sodium (na) and chloride (cl) results were obtained on a dimension rxl max with hm instrument on three patient samples. The discordant results were reported to the physician(s), who questioned them. The customer repeated the samples on the same instrument and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse determined that the customer replaced the q-lyte sensor and did not run qc. As per the operator's guide, qc must be run following the replacement of the q-lyte sensor. The cause of the discordant electrolyte results was unknown. The cause of the customer running patient samples while qc was out of range is failure to follow instructions. The customer corrected the diluent check bias and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.